Event description:
It was reported that a 12 cm prosthesis/mesh was used during a laparoscopic repair of a right lateral eventration. Approximately two months after surgery, the patient experienced severe abdominal pain described as tearing and stabbing during moderate activities, along with persistent abdominal tension and swelling at the implant site. Additional symptoms included swelling at the lateral scar after coughing and localized pain in the same area. Clinical examination identified an extensive non-reducible swelling with cough impulse and tenderness. Ultrasound confirmed a hernia/eventration with fatty content measuring approximately 10 cm with a 25 mm neck, and a CT scan confirmed eventration at the surgical scar with fatty content and a 23 mm neck. The surgery included reduction of thehernia sac and contents, resection of excess peritoneal sac, closure of the defect with sutures, and fixation of the mesh with absorbable staples. The patient reported a significant impact on daily activities and quality of life due to pain and movement limitations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.